Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient sits in his wheelchair and is doing his catheterisation when he needs to move forward in his chair for a better position, he releases his hands from the catheter and moves forward, when he hears a click, the catheter is of, broken, part remains in the urethra. The part is removed via cystoscopy at the hospital.